Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) /2024, the patient¿s cgm was reading low mg/dl. No bg meter comparison value was taken at this time. The patient started to eat in response to the low mg/dl cgm value, but the patient stated, ¿something didn¿t feel right¿ and he decided to test his bg meter reading, which was 623 mg/dl. The patient then called emergency medical services (ems). The patient began vomiting, could not ¿speak properly¿, and had severe diarrhea. Ems treated the patient with insulin and an unspecified IV while being transported to the emergency room. The patient was on the way to the hospital at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e0131 speech disorder.